Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6), 2021 and every month end since july. Customer's blood glucose value was over 600 mg/dl at the time of the incident. Another blood glucose level was 215 and 400 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting. The customer was treated with insulin drip and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.